Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) adjustment surgery as the pump rotated within the patient's scrotum. There was no change of components. The tubing was shortened. No further patient complications were reported.